Event description:
The facility reported a colleague infusion pump with a 528:320:844:0000 error code. This event took place in the intensive care unit (ICU). It is unknown during which step this event occurred. This condition has the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with error code 528:320:844:0000 was confirmed during product evaluation by baxter service personnel. The root cause can be attributed to a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.